Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Low or blocked pump flow - data log review showed one suction alarm and no purge related alarms. Flows low after less than 1 minute of support. The returned pump was found to have no physical abnormalities and was able to be run in a bucket and was able to be run at p-4, p-9, and auto without recreating low flows. The cause of the low pump flows was not determined as the issue was unable to be recreated during investigation of the returned pump and insufficient clinical details. Purge fluid not detected - after pump was removed, device was flushed with hep saline however purge solution was not visualized by motor housing. Data log review showed no purge related alarms or abnormalities. The returned pump was able to purge without issue. The cause of the purge fluid not detected was an unintended error caused by the user due to the issue no being able to be recreated and no abnormalities found in the data logs. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that after inserting the impella cp and removing guidewire, cp was started in auto mode however unable to achieve flows >0.5lpm. Md attempted to reposition without any increase in flow. The md decided to remove the impella, no thrombus noted. Device was flushed with heparinized saline however purge solution was not visualized by motor housing. The medical doctor opened a new impella. There was harm to the patient.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.